Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown implant metal head was reported. The event was confirmed by provided photograph. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem and head. Metal head was covered in biological material and black material was observed on the taper and the accolade stem trunnion was severely worn which is confirming the reported event. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem and head. Metal head was covered in biological material and black material was observed on the taper and the accolade stem trunnion was severely worn which is confirming the reported event. The root cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
It was reported that the patient's hip was revised due to dissociation of the head from the stem. Intra-operatively, it was noted that the trunnion was very worn and that there was a high degree of black tissue in the patient. The stem, head, and liner were revised. Rep confirmed that there are no allegations against the revised liner, can provide a picture of the explants, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to dissociation of the head from the stem. Intra-operatively, it was noted that the trunnion was very worn and that there was a high degree of black tissue in the patient. The stem, head, and liner were revised. Rep confirmed that there are no allegations against the revised liner, can provide a picture of the explants, and confirmed that no further information will be released by the hospital or surgeon.